Event description:
During a surgical acl the tip of the arthrex screwdriver broke off into the implant. The tip lodged inside the implant. Decision was made not to remove the tip since the retrieval would have been more detrimental to the patient.